Event description:
A valiant captivia stent graft was successfully implanted during endovascular treatment of a thoracic aortic aneurysm. During the procedure, a reliant stent graft balloon (rel46) was utilized to enhance contact between the stent graft and the vessel wall. The patient was discharged on the day of the procedure. It was reported on the same date, the patient returned to the emergency department later in the evening, reporting feeling very warm with a temperature of 102 °f . Additionally, the patient experienced ongoing back pain, which the patient thought to be attributed to the hospital beds. The patients white blood cell count was 15.3, which had been fluctuating . Blood cultures pending. The patient was commenced on an antibiotic treatment (vancomycin) the following day. Infection work up was negative. The patient was diagnosed with post implantation syndrome, related to the stent graft placement. The patients condition resolved 3 days later and the patient was then discharged from hospital. Additionally when the patient presented on the same day as the procedure, an incidental finding of a right groin retroperitoneal he maltoma associated with anemia was noted. No action was required for this and it resolved 3 days later. The site assessed the post implantation syndrome as having a causal relationship to the stent graft and possibly related to the index procedure. The sponsor assessed it as possibly related to the index procedure and related to the device. The site and sponsor assessed the hematoma as not related to the study device and possibly related to the study procedure. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.